Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified weight to the spec., fold crease, and an opening on the posterior side. A visual and microscopic analysis was performed which identified a sharp crease opening, stress marks, and wear abrasion. Based on the device analysis, the final assessment is a sharp crease opening on the anterior side assessed as a fold flaw opening.

Event description:
Healthcare professional reported right side capsule contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side capsule contracture, baker grade IV. Device has been explanted.